Event description:
Dealer states "the right motor/gearbox pulls very hard to the right. Occasionally drives in a circle. No error faults displayed. Also the right arm pivot plug (part 10659396, not available as a separate part) snapped. Dealer advised this same issue happened previously on the side late (B)(6) 2012." (B)(4). No injury alleged

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsi-cg, serial number/date (B)(4) is approximately 10 months old. The owner's manual part number 1154294, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.